Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. The patient reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 515 mg/dl while wearing the pod longer than 48 hours. The patient reported being unsure if the cannula was properly seated while wearing it on the abdomen. For treatment, manual injection was administered and the pod was changed out. The ketones were positive.